Event description:
It was reported that an unknown number of patients experienced peri-implant fracture after being implanted a znn cmn nail (exact catalogue number unknown) and underwent a revision surgery. Implantation and revision surgery dates are unknown.

Manufacturer narrative:
A journal article was sent to zimmer (B)(4). In the article, it stated that the patient was revised due to peri implant fracture. No further information received. A technical investigation was not possible to perform, as the devices were not at hand for investigation. Possible causes for the reported event according to dfmea: fracture propagation in bone due to screws placed within 5cm of the fracture site (exception lag screw). Failure of prosthesis fixation due to use of nail with a loose prosthetic device. However, based on the given info and the results of the investigation, we were not able to identify a specific root cause. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).